Event description:
It was reported the patient had died. Follow-up with the physician's office indicated the patient was last seen for a follow-up visit in (B)(6) 2012 regarding pain management but no additional issues were noted at the visit. No further information is available at this time.

Manufacturer narrative:
This ipg serial number was included in field advisories. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.